Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Logs and archive were reviewed and provided no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The usb port was returned to the manufacturer for analysis. Through visual/physical examination physical damage was noted; the usb port was damaged with the center divider pushed into one port and bent contacts in the other port. The cable was not usable. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while a manufacturer representative was attempting to pull patient archives when she connected her usb to the system in the export task, the system rebooted itself. When the system came back up, she swapped to a different usb port and the issue did not reoccur. There was no patient present.